Manufacturer narrative:
(B)(4). Date sent: 8/17/2021. D4: batch # t5d35k. H6: component code =g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec45a device was returned with no apparent damage and with an ecr45b reload present along with the device. The reload was received unfired, with 4 double drivers, 1 single driver out of position, 8 missing double drivers, and 3 single drivers missing making the reload non-functional. In addition, the cartridge pan was noted to be detached. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached on what may have caused the cartridge pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. According to the information received, the reported event for the device was cartridge pan separation.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: photo was received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
It was reported that the cartridge disassembled into two parts before being placed on the tissue, the metallic one and the blue one. Another device was used with no delay in surgery. Procedure was completed successfully with no patient consequences reported.